Event description:
It was reported that: while the device was ventilating a patient, the therapist observed that the device posted an error message. The therapist believed that the device switched from pressure controlled ventilation to continuous positive airway pressure mode of ventilation. The user cycled power to the device, the device came up functional, and continued to be used to ventilate the patient. No patient injury reported.